Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, the pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump was unresponsive due to water damage. The customer's mother stated the pump was exposed to water due to customer going swimming with pump. The customer's blood glucose was 30.3mmol/l. The customer was also hospitalized. In addition, the customer will return insulin pump for analysis.